Event description:
Investigation completed.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that the product was implanted on (B)(6) 2019 and revised on (B)(6) 2019 due to rupture of the nbc plate and pain. Review of received data: - x-rays: two x-ray pictures have been received (dated mar 28, 2019 and may 17, 2019) . On the x-ray dated (B)(6) 2019 the breakage of the ncb femur plate can be confirmed. Product evaluation: - visual examination: the broken ncb plate, several ncb screws and 4 ncb locking caps were returned for investigation. The fracture of the plate is located through the middle of the fifth screw hole (counted from proximal). On the fracture surfaces, beach lines are visible which point to a fatigue fracture. The fracture origins are located at the beginning of the chamfer on the non-bone-facing side. On the fracture surfaces there are several polished areas and coarse scratches. The polished areas are probably due to contact between the parts after the fracture. The coarse scratches could be due to contact between the parts after the fracture or from revision surgery. No considerable deteriorations, deformations or imperfections can be seen. The part shows some normal signs of usage. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the product combination was approved by zimmer biomet. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. - raw material certificate: the raw material certificate was reviewed with no anomalies noted. Conclusion: it was reported that the product was implanted on (B)(6) 2019 and revised on (B)(6) 2019 due to rupture of the nbc plate and pain. The received x-rays confirm the breakage of the ncb plate. The quality records show that all specified characteristics have met the specifications valid at the time of production. The visual examination of the plate indicates that no material defects that could have triggered the fracture could be detected. The material analysis shows an indication for a fatigue fracture. Fatigue fractures can occur due to a cyclic overloading. Possible contributing factors to the overload could be a not properly healed bone fracture and / or not adherence to the postoperative protocol (patient behavior). The investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is cmp (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on right side and underwent revision due to implant fracture.